Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was evaluated by a third-party service center and a ventilator inoperative alarm condition indicating that the amount of fluctuation in flow sensor deviated from the standard. The device's system board needs to be replaced to address the issue. Additionally, during the evaluation service required alarms indicating the motor controller shut down and the sensor was offset during drift calibration was observed. The system board needs to be replaced to address these issues. These issues are not actionable errors. The device's vanity cover was found to be physically damaged and needs replaced. The device's blower, blower bellows, machine flow sensor and inline proximal filter were found to be contaminated and need replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the service centers investigation is complete.